Event description:
A healthcare worker complained of burning sensation on the fingers upon removal of a load from a completed cycle. The worker did not seek medical attention and the symptom resolved within two days.